Manufacturer narrative:
Upon secondary review, the reported event of infection and erosion. Did not cause or contribute to death or serious injury and is not likely to do so if it were to recur. Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The initial reported event of infection and erosion was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that this lead was not active at the time of the infection.